Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The unit was found to have a bent cpc coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was making a very loud noise during use. There were no adverse patient consequences.